Manufacturer narrative:
The complaint investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery asm, battery door and battery door pad were found to have damage from fluid leakage. The device would not power up in ac or battery power. Upon opening the device further, fluid leakage was found on the power supply pwa, mechanism asm, front and rear case. Damage was also noticed on the peripheral pwa. Due to this damage, the device was deemed beyond economical repair, and the device was retired. The probable cause is that the battery was incorrectly installed in the wrong orientation. Corrective action is in process for this reported failure.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint occurred on an unspecified date and involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The following was reported: "during the course of field action fc045, at the (B)(6) hospital, they observed fluid leakage in the battery compartment on plum 360 device. There was no patient involvement, no delay in therapy and no adverse event.